Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant. The serial number of the device is unknown, therefore a device history review could not be performed.

Event description:
Peritoneal dialysis nurse reported that the patient observed a fluid leak during treatment. The patient reported not knowing where the source of the leak was. Follow up with the nurse indicated that there was no complications as a result of the fluid leak and there was no reported medical intervention. Additional information was solicited.